Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited rise in lead impedance and capture threshold due to lead fracture. The lead was capped on (B)(6) 2019 and replaced successfully. The patient was not symptomatic and was discharged from the hospital after the procedure.